Event description:
The customer reported fluid leaked outside from underneath the unit involving coulter act diff 2 analyzer. The customer determined the fluid leaked from a broken fitting on the top of the vic chamber. The count line tubing, coming from the white blood cell (wbc) bath that connects to the fitting, was broken. The customer had on only gloves and cleaned the spill per laboratory biohazard protocol. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
On (B)(4) 2012, the field service engineer (fse) confirmed a fluid leak inside the unit. The fse determined the tubing at valve vc1 was broken. The fse replaced the tubing and verified repairs per established procedures. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).